Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test, and occlusion test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. Insulin pump received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that they were receiving both motor error and no delivery alarms. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was able to complete the insulin pump rewind. The alarm history contained both a motor position encoder error alarm and more than one motor error alarm within the last 30 days. The insulin pump will be returned for analysis.